Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the bag was removed from the patient during laparoscopy, a small hole was noticed at the bottom of the bag. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the specimen pouch was cut along the seam of the bottom of the pouch. Device was precluded from functional testing as it had already been used. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. Replication of the observed condition may occur if the specimen pouch contacts a sharp object and subsequently rips under tension. If information is provided in the future, a supplemental report will be issued.